Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Cause was unknown, and a specific value was not provided. A bolus was delivered, the infusion set was changed, and manual injections were administered to address bg level. Recommendation was made to discuss diabetes management with a healthcare professional.